Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, force was used to remove against resistance the device. Per the instructions for use, IFU, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The IFU deviation would not have contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. In this case, the instructions for use (IFU) deviation would not have contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017, against resistance.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional peripheral procedure with a 6f sheath. Reportedly, the device was stuck. Force was applied to remove the device. After removal it was observed that the foot was slightly deployed. Vessel damage was assumed but not confirmed as there was no cutdown. A non-abbott closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.